Event description:
The customer reported falsely elevated high-sensitivity troponin I (tnih) results were obtained on 11 patient samples on an advia centaur xpt immunoassay system. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate advia centaur cp immunoassay system. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results were obtained on 11 patient samples on an advia centaur xpt immunoassay system. Quality control (qc) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse performed a total service protocol, replaced the wash manifold and the reagent compartment barcode reader assembly (scanner, motor, sensors, belt and chain). The barcode reader assembly was tested 30 times and read packs in the correct position. Qcs and patient sample replicates run post service recovered within ranges. Siemens further evaluated the event and concluded the service actions performed were part of normal troubleshooting and the probable cause of the falsely elevated tnih results could not be determined. The instrument is performing according to specifications. No further evaluation of this device is required.